Manufacturer narrative:
Findings: reliability analysis inspected 4 opened/used enlite sensors and performed visual inspection and found 2 of 4 sensors failed per spec. One of 2 failed with cannula retracted inside of sensor base. Second failed with cannula broken and missing part. Two remaining sensors performed bicarbonate buffer test and both sensors passed per specifications with accurate readings.

Event description:
A customer reported via phone call indicating sensor alarms on their insulin pump. The patient's blood glucose was 9.6 mmol/l at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensor.